Manufacturer narrative:
Per tandems t:slim user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became loose. Reportedly, the user stated that the luer lock connection was not tightened enough. Additionally, it was reported that there was a large air gap in the tubing. Tandem's technical support recommended for the user to prime the tubing to remove air bubbles. The user's blood glucose level was 157 mg/dl.